Event description:
Boston scientific information from a product experience report that this device and electrode were extracted due to erosion/infection. The patient did receive antibiotics. No complications or irreparable injury was reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.